Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. The original complaint of line through display was unable to be duplicated. There was no defect found. Unrelated to the original complaint, the battery compartment was confirmed to be cracked below and above the grip pad. There was also damage to the cartridge compartment, it was chipped and cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.